Event description:
During a procedure in the anterior tibial artery, an orbusneich jade balloon was used to perform balloon angioplasty at 6atm for two minutes, and full expansion was achieved. The balloon was then deflated and removed. When ex vivo, it was noted that the distal portion of the balloon had fractured during removal. The sheath was advanced over the fragment, a second guide wire was inserted, and the fragment was retrieved. No fragment was left in vivo. The procedure had been delayed greater than 30 minutes due to the event. No additional patient complications were reported, and the patient was doing well following the procedure. Patient demographics: hispanic/latino.